Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a device explantation procedure, insulation abrasion was observed on the right atrial (ra) lead. No electrical or sensing abnormalities were noted, however the ra lead was explanted and replaced to resolve this event. The patient was stable with no adverse consequences.

Manufacturer narrative:
The connector portion of the atrial lead was returned in one piece. Visual examination found external insulation abrasion breaching the outer insulation, consistent with friction to the device can. The cause of the reported event was isolated to the lead-to-can external abrasion. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination revealed no other anomalies, with the exception of procedural damage. The reported event of insulation defect was confirmed.